Event description:
It was reported that the patient stated they had been trying to contact the field representative because they were unable to increase their stimulation, as the amplitude was already at its maximum, and their left hand continued to shake significantly. The issue began about three weeks ago, and the patient indicated they would need to meet with the representative to have the settings adjusted. Patient services sent an email to the representative regarding the situation. Additional information was reported by manufacturer representative (rep). Rep reported the cause of being unable to increase settings was a near open circuit on contact 8 on the right lead. Rep reported all of the bipolar combos using contact 8 are >30,000 ohms. The patient has apparently had some falls due to balance (which appear to be influenced by his stimulation settings). Rep reported the issue with being able to adjust his settings with his patient programmer is resolved as the rep created new settings not using contact 8. However, the side effects from the stimulation have not been resolved completely. The information has been confirmed by a healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported potential cause of the high impedance was the patient falling but the cause is otherwise unknown. Rep repeated the only troubleshooting steps that have been taken is reprogramming. Rep notes that if the reprogramming does not eventually work the patient will probably go to surgery to have it repaired. The issue has not yet been resolved at the time of this report.